Event description:
Operating procedure to place stent in right ica for 80-90%% stenosis. An emboshield nav6 filter was deployed in the distal ica and an acculink stent was deployed in the ica/common carotid artery. A 6.5 mm balloon was used to post-dilate the stent without incident. Upon advancing the emboshield recovery catheter, the wire was pushed off the filter causing the filter to separate from the wire and remain lodged in the distal ica. Several attempts to snare the device were unsuccessful. The device migrated distally into the cavernous portion of the carotid artery. As it was not in an area that could be reached surgically, the pt was transferred to a stroke center that had interventional radiology, vascular surgery and neurosurgery services. The device was removed shortly the transfer and it remains in that facility's possession.